Event description:
This report summarizes two (2) malfunctions. A review of the reported information indicated that model unknown port & catheter allegedly experienced backflow. This information was received from one source. The two (2) malfunctions involved patients with no known impact to the patients. The two patients were females of 38 and 65 years old with weights of 246 and 241 lbs.

Manufacturer narrative:
The lot numbers were not provided for either malfunction; therefore, lot history reviews were not performed. The devices were not returned for evaluation. However, medical records were provided for both malfunctions. The investigations are inconclusive for the alleged backed up fluid with in the catheter as no objective evidence has been provided to confirm any alleged deficiency with the catheters. The root cause could not be determined based upon available information. The devices are labeled for single use.

Manufacturer narrative:
The devices were not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigations are inconclusive for the alleged backed up fluid with in the catheter as no objective evidence has been provided to confirm any alleged deficiency with the catheters. The root cause could not be determined based upon available information. The devices are labeled for single use.

Event description:
This report summarizes two (2) malfunctions. A review of the reported information indicated that model unknown port & catheter allegedly experienced backflow. This information was received from one source. The two (2) malfunctions involved patients with no known impact to the patients. The two patients were females of (B)(6) years old with weights of (B)(6) lbs.